Event description:
Customer alleged an ldx printer began smoking and was printing all black labels when they tried to use it. No report of death or serious injury.

Manufacturer narrative:
Investigation pending.